Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9078991. Medical device expiration date: n/a. Device manufacture date: 2019-03-19. Medical device lot #: 9164513. Medical device expiration date: n/a. Device manufacture date: 2019-06-13. Medical device lot #: 9193782. Medical device expiration date: n/a. Device manufacture date: 2019-07-12. " investigation summary: 3715 samples were received. They all came bulk in a large plastic bag; three samples came in a smaller plastic bag taped to the larger bag. From the large plastic bag 1250 random samples were visually inspected finding no discoloration or any other defect. The three samples that came in a smaller plastic bag were inspected under the microscope 30x. One of them can be confirmed as defective. The photo provided shows the defective needle. A process variation may have happened inducing the discoloration effect shown by the defective needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot #s 9078991, 9164513, 9193782. For this type of defect or symptom. Root cause description: this is likely happened during cannula etching process. Rationale: CAPA not required at this time.

Event description:
It was reported that there was discoloration of needle with a bd needle 18x1-1/2 rb ns. This occurred on 3715 separate occasions prior to use with batch # 9078991. The following information was provided by the initial reporter: it was reported discoloration on the needles.